Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that an infusion running faster than expected. It was reported that at the time, the clinician was changing fluids from lactated ringers to normal saline, and it was intended to run at 100ml/hr., "but the flow in the drip chamber appeared to be going faster." It was reported that the clinician could not recall anything out of the ordinary (broken device, something caught in the door), and could not recall what the flow looked like (e.g., faster drops or fluid pouring into the drip chamber). This was reported to bd associate during their site visit and there was no further information available at the time of the interview. There was patient involvement but unknown outcome. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.